Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in lot #/model # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in 2016 a patient in romania underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2016 the patient was started on duopa therapy. During an endoscopy for a clogged j-tube a calcareous formation was found blocking the orifice of the tube for gel. It was tried to extract the j-tube but it got stuck in the internal fixator from the peg-tube, so the whole system was replaced.